Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system defibrillation threshold (dft) test was performed and this rhythm could not be converted with a 65 j shock and a 80 j shock. The electrode position was adjusted and conversion was achieved at 80 j. The shock impedance at implant was 60 ohms but during the dft it was 100 ohms. This s-ICD was subsequently explanted and replaced with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects. This product has not been received.

Manufacturer narrative:
This report contains corrections to field d6a: implant date from section d suspect medical device.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system defibrillation threshold (dft) test was performed and this rhythm could not be converted with a 65 j shock and a 80 j shock. The electrode position was adjusted and conversion was achieved at 80 j. The shock impedance at implant was 60 ohms but during the dft it was 100 ohms. This s-ICD was subsequently explanted and replaced with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects. This product has not been received.